Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he experienced a high blood glucose level of 427 mg/dl. The customer was nauseous, vomiting, had abdominal pain, and difficulty breathing. He treated his blood glucose level with a bolus and manual shots. The device was not returned.

Manufacturer narrative:
Additional information has been received after the initial report was submitted. The additional information has been provided with this report.

Event description:
It was reported via phone call by customer's mother that she called back to perform high pressure test. In addition, she stated the customer change the set and reservoir and an hour later customer's blood glucose was 365mg/dl. Customer's more recent blood glucose was 407mg/dl, which tried to treat with manual injection. Assisted with performing the high pressure test, pump passed and no delivery alarm was noted. Based on the troubleshooting we determined the pump is working as designed. The customer was advised to follow up with health care provider regarding high blood glucose.